Event description:
Based on the blc results and review of the battery longevity table, which estimates 0.2 years from ifi to neos at the current settings with autostim disabled which further depletes the battery when enabled, it appears that the vns is depleting as expected.

Event description:
It was reported that the physician believed the patient's vns generator battery was depleting quickly. The physician stated that the patient had been implanted a little over a year. Review of the manufacturer's records indicated the patient as being implanted for almost two years. A review of device history records revealed that the generator passed quality control inspection prior to distribution and was manufactured after the laser routing process was discontinued. The tablet data for the generator was received and reviewed by the manufacturer. No battery status indicator flag was present and there was no indication that premature battery depletion was present. The values indicate that the battery was right around 50%, which also aligns with the measured battery voltage. Based on the battery longevity tables in the vns therapy system epilepsy physician's manual and the programmed settings, as the device has not yet reached the 25% indicator and based on the assessment of pcbr values in the decoder, it appears that the device was depleting as expected. Clinic notes were later received by the manufacturer approximately half a year later and indicated that the patient's vns is at 11-25%. The physician stated that the duty cycle was only 35% and that the battery was depleting rapidly. As a battery status indicator was now observed and the physician was alleging rapid depletion again, a new instance of peol was captured and investigated accordingly. The patient underwent vns generator replacement surgery reported as prophylactic. During attempts at product return, it was revealed that the facility historically discards explanted products per their policy. No additional relevant information has been received to date.